Manufacturer narrative:
Philips has investigated this complaint. No onsite inspection or repair of the device by philips was performed as the customer did not accept onsite inspection. As a result, the reported malfunction could not be confirmed. No further information could be obtained from the customer. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system generated a remote alert regarding a host-pc memory problem during runtime. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.